Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. A nordic bluetooth pairing test was performed and failed. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, the patient experienced feeling weak and could barely hold a glass of water. An ambulance was called and when ketones were checked they were 7.0 mmol/l, and when a fingerstick was taken the blood glucose reading was 26.4 mmol/l. The patient was brought to the hospital where they also started to experience vomiting and when a fingerstick was taken, blood glucose reading was 26.5 mmol/l. The cgm reading would have been reading ¿in range during the event¿, and was between 7.0 and 8.0 mmol/l. The patient would have experienced diabetic ketoacidosis. The patient was treated with insulin, but no route of treatment was reported. At an unknown point during the event the cgm reading was low, and the blood glucose reading was 26.0 mmol/l. The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.